Event description:
The pt is reportedly pressing the down and ok buttons hard for the pump to respond and the buttons do not spring back as normal. The pump reportedly has not been exposed to moisture and there is no damage/peeling to the keypad.

Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was found to be leaking from its reservoir. Therefore, the sterile fluid pathway was breached. This condition was discovered while the device was being filled. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infusor lv 5 device which was leaking from its reservoir was confirmed during product evaluation. This condition was caused by the device missing its film wrap, stemming from the device being incorrectly assembled during manufacturing. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.